Manufacturer narrative:
Engineering/explant evaluation performed: the device evaluation showed the following: blood residue was observed on the returned device which indicates that it was inserted into the patient. Engineering visually examined the device and noticed that the backup hatch was removed and the polyolefin was shifted up to the leading olive on the catheter. The length of the line on the gray deployment knob (2nd deployment knob) was measured at approximately 69cm from base to tip. The end of the line was inspected under magnification and does not appear to exhibit typical indicators of a tensile break (thin, stretched material). A second piece of fiber was retuned with no description or identifier was measured to be approximately 2.5cm long. To further the understanding of this event, engineering took a rejected rlt311413 device, cut the koretex line just below the slip knot and removed the line in order to estimate the possible location of the failure. The length of the line was measured at 69.9cm. This suggests that the line break on the affected device occurred between the handle and the slip knot. As part of the field event report, images of the procedure were provided. Engineering examined the images provided. A length of fiber is visible left of the slip knot. Based on the examination of this information, it does not appear that the line broke at the slip knot or within the deployment line loop. Based on the engineering evaluation, the physician¿s observation that the second deployment line was not attached to the device (broke during the deployment sequence) was confirmed, however the observation that the physician was unable to remove the second deployment line after performing the cut down could not be confirmed because the sample was not available for examination. The root cause for being unable to perform the second deployment is due to a break in the second deployment line. The root cause for the break on the deployment line could not be determined because the sample was not available for examination. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to incomplete component deployment.

Manufacturer narrative:
UDI: (B)(4).

Event description:
On (B)(6) 2016, the patient underwent thoracic endovascular aortic repair (tevar) using conformable gore tag thoracic endoprosthesis and endovascular aneurysm repair (evar) using gore excluder aaa endoprosthesis in the same procedure. After tevar was successfully performed, the physician moved onto evar. A trunk-ipsilateral leg component (rlt311413j/13818118) was positioned just below the lowest renal artery and the proximal portion of the device was deployed without any issue. After cannulation of the contralateral gate was performed, the transparent knob was removed, and the grey deployment knob was pulled to deploy the ipsilateral leg of the trunk device. The deployment line was removed without any resistance, but the thread appeared to be broken in the middle, and the ipsilateral leg did not deploy. The delivery catheter of the trunk device could not be retracted due to the constrained ipsilateral leg. 0.035 wire was inserted from the right upper limb to get through the constrained device from the above. But it was unsuccessful. 0.014 guidewire was also used to try the same, but it was unsuccessful. During these attempts, the delivery catheter became movable. The sheath was used to hold the device in place, and the delivery catheter was pulled back. When the leading olive came down at about 1cm proximal to the end of the constrained device, it got stuck. The delivery catheter was pulled with force, but it did not move any further. A pta balloon was used in the intention to expand the constrained device on the catheter. However, since it was impossible to insert a guidewire through the constrained device and the leading olive was blocking the way, the balloon could not reach the target site, and the attempt was unsuccessful. The physician elected to deploy the device in a surgical approach. An open surgery was performed and the aneurysm was incised to expose the constrained ipsilateral leg. The remaining portion of the deployment line was found on the constrained device. The deployment line was pulled using a needle holder. However, it was stuck with the device and could not be removed. The physician cut the line using a surgical knife at where it was stuck with the device. The ipsilateral leg was successfully deployed. The patient was closed and the rest of the evar was performed without any other reported issues. The final angiography showed no endoleak. The patient tolerated the procedure.